Event description:
It was reported that a pump issued an altitude alarm 21 repeatedly. Customer's blood glucose level at the time of the event was 144 mg/dl, which is within the normal range. The customer was informed that the pump would be replaced under warranty, and a replacement insulin pump was provided to ensure uninterrupted insulin delivery.